Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, the surgeon experienced some usage issues with the devices. It appears that on attempting to deploy two fasteners, the silicone sleeves of both fasteners bunched up, which prevented deployment, nothing fell away. The surgeon switched to a second applier to deploy a 3rd fastener, however, the inserter needle fell off of the applier into the joint space; this was easily retrieved from the body. At this point the surgeon employed a 3rd applier and another fastener, which was deployed correctly. The repair was concluded successfully without further issue or harm to the patient.. The 3 fasteners were discarded at the user facility, however, the 2 appliers are being returned for evaluation. Also see associated mdrs 1221934-2012-00113, 1221934-2012-00114, 1221934-2012-00115, and 1221934-2012-00116

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device received and evaluated. Visually it is noted that the device is in good physical condition; no damage and no anomalies. Functionally the device was found to be in good working order; both triggers and the locking hatch/mechanism worked properly; was able to successfully deploy proper fasteners into a meniscus replica without issue. A review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.